Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: electrode burned. Confirmed failure: electrode burned. Probable root cause: wrong instrument, generator settings, insulation damage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the the electrode burned.